Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty (ptca) was performed on a mildly tortuous and moderately calcified right coronary artery (rca). Following predilation with a 2.00 x 10mm semi compliant balloon, a 28 x 2.50mm synergy drug eluting stent was deployed in the rca at 11 atmospheres and there was no issue with stent deployment. The stent was post dilated with a non compliant balloon. Following stent deployment, dissection was noted in the proximal part of the stent at the distal rca. Another 38 x 3.00mm synergy stent was deployed proximally and overlapping to cover the dissection and complete the procedure successfully. There were no further patient complications, the patient was stable post procedure and fully recovered.